Event description:
Technician alleged that the nurse call functions were not placing a nurse call.

Manufacturer narrative:
Technician found that the head left outside push button was stuck. Technician took off the laminate panel and cleaned the push button area to resolve the issue.